Event description:
The customer reports the device will not run on ac power. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by philips field service engineer and the reported issue was confirmed. The battery pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back into service to the customer.